Event description:
It was reported that an unspecified number of 18g x 1.16in (1.3 x 30 mm) insyte autoguard experienced a partially retracted needle after use. The following information was provided by the initial reporter: material no. 381444 batch no. 6295831 and 9156977. 4 used retracted needle/barrel assemblies and an opened empty package from catalog number 381444, lot number 6295831. 1 unused unit in a sealed package from catalog number 381444, lot number 9156977. Customer call: spoke with customer: customer confirmed the issue was that the previously retracted (now contaminated) needle would project out of the protected casing. There was no needle stick injuries associated with these items. Date of event unknown and no patient identifiers.

Manufacturer narrative:
Investigation summary: received a total of 8 units as follows. Lot 6295831 ¿ 4 fully retracted needle assemblies along with an open package from lot number 6295831. Lot 9158634 ¿ 3 fully retracted needle assemblies, 3 catheter-adapter assemblies, 2 needle covers and 3 empty- open packages from lot 9158634. A review of the device history record revealed no irregularities during the manufacture of the reported lot. Visual examination: no physical-mechanical damage was observed on any of the components of the units received. Functional: the white buttons were then pressed, and the needles successfully retracted without resistance. The needles stayed within the safety barrels. Conclusion(s): customer related ¿ the needle was pushed to the out position by the way the clinician was handling the unit along with the sat-t holder. The barrel is not intended to have any devices introduced through its back end.

Manufacturer narrative:
The following information has been updated: d.4. Medical device lot #: 6295831. D.4. Medical device expiration date: 2019-09-30 . H.4. Device manufacture date: 2016-10-24. D.4. Medical device lot #: 9158634. D.4. Medical device expiration date: 2022-05-31. H.4. Device manufacture date: 2019-06-24. H3 other text : see h.10.

Event description:
It was reported that an unspecified number of 18g x 1.16in (1.3 x 30 mm) insyte autoguard experienced a partially retracted needle after use. The following information was provided by the initial reporter: material no. 381444, batch no. 6295831 and 9156977 . 4 used retracted needle/barrel assemblies and an opened empty package from catalog number 381444, lot number 6295831. 1 unused unit in a sealed package from catalog number 381444, lot number 9156977. Customer call: spoke with customer: customer confirmed the issue was that the previously retracted (now contaminated) needle would project out of the protected casing. There was no needle stick injuries associated with these items. Date of event unknown and no patient identifiers.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 6295831. Medical device expiration date: 2019-09-30. Device manufacture date: 2016-10-24. Medical device lot #: 9156977. Medical device expiration date: 2022-05-31. Device manufacture date: 2019-06-05.

Event description:
It was reported that an unspecified number of 18g x 1.16in (1.3 x 30 mm) insyte autoguard experienced a partially retracted needle after use. The following information was provided by the initial reporter: material no. 381444, batch no. 6295831 and 9156977. 4 used retracted needle/barrel assemblies and an opened empty package from catalog number 381444, lot number 6295831. 1 unused unit in a sealed package from catalog number 381444, lot number 9156977. Customer call: spoke with customer: customer confirmed the issue was that the previously retracted (now contaminated) needle would project out of the protected casing. There was no needle stick injuries associated with these items. Date of event unknown and no patient identifiers.